Event description:
It was reported that there were high left ventricular (lv) outputs. The lv had high thresholds at implant and then the day after implant decreased and then the trend increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2013; d314trm implantable cardioverter defibrillator (B)(6) 2013.